Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3534ml. The fill volume was 2200ml, which meets iipv criteria. According to the nurse the patient is currently on hemodialysis. The patient's doctor believes that the patient is not ultrafiltrating any longer possibly due to membrane failure. The doctor performed a manual treatment on the patient and observed that the patient was not pulling any fluid off. The patient will resume with hemodialysis. According to the nurse this is unrelated to dianeal therapy. There was no patient injury or medical intervention associated with this event.